Manufacturer narrative:
Review of the system controller log file provided by the user facility confirmed pump stoppage and low speed events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 30oct2017 through 15nov2017. Pump stoppages and low speed events were recorded on (B)(6) 2017 and corresponding low speed and low flow alarms were also captured along with fluctuations in pump power. All of these events occurred while the system was connected to the power module. Based on the manufacturer''s previous complaint history, these conditions could have been caused by a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. No other atypical alarms were captured throughout the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number vad-13768 and no further related events have been reported at this time. The heartmate ii lvas instructions for use and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent on the duration of use and movement/flexing over time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4 years of support during a routine outpatient management visit, the vad coordinator recognized 2 entries in the system controller history where the pump was not able to maintain the set speed. The patient reported waking up from the alarm, and the alarm stopped as soon as the patient sat up. The patient was asymptomatic. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer¿s technical services representative. X-ray images showed a stressed area on the portion of the driveline internal to the patient. The device passed electrical continuity testing, and the alarms were unable to be reproduced when manipulating the external portion of the driveline, or while the patient performed body movements with a grounded patient cable. The outer silicone layer was in poor condition and had several previously unreported cosmetic repairs. The bionate layer was slightly discolored but the shielding and inner conductors were visible and intact. It was reported that the patient would be closely monitored and discharged with a non-grounded patient cable for use with the power module. No additional information was provided.